Event description:
Treatment of an avm. It was reported during onyx injection, the catheter ruptured. Upon removal, the catheter separated at approximately 20 cm from the distal tip, and the distal segment remained in the patient's occipital artery. The patient current condition was reported as "ok".

Manufacturer narrative:
The catheter has been returned and evaluated. The catheter separation site is located approximately 23 cm from the distal tip. The evaluation indicates the catheter broke when pulled exceeding the tensile strength of the tubing material. Results: cather rupture.